Event description:
It was reported that the handpiece stopped and started on its own while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the sag head, motor, and bearings. Those parts were replaced along with other components. Service repaired and returned the device to the customer.